Event description:
It was reported that the patient experienced pain and fluid discharge as the spinal cord stimulator (scs) leads were sticking out of the cervical area. The patient underwent a scs explant procedure. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7106482. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7102667. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4).